Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving intervention of the right leg via contralateral access in the left groin, the hub of a flexor ansel guiding sheath separated. Per the reporter, as the sheath was removed from the left groin, over a wire guide and ¿up and over¿, the check-flo valve came off. The dilator and guidewire were in the lumen of the sheath when the separation occurred. The sheath hub was used to pull the device from the patient. The access site was "normal", the anatomy was not stenosed, calcified, or tortuous. The bifurcation was acute. Resistance was not encountered during insertion or advancement of the sheath or during insertion or advancement of any device through the sheath. Resistance was encountered during removal of the sheath. Another manufacturer's laser and balloon were used through the sheath during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.